Event description:
Customer called to report high bg all day since wearing pod this morning. He stated that the pod was hard to fill with insulin, and he had heard a clicking sound. He did not note any blood or bent canula but he described canula appeared shorter than normal. He removed pod and gave himself an injection 10 minutes prior to call. He then activated a new pod and will monitor his bg. No further problems reported.

Manufacturer narrative:
The product has not been returned, so no eval is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.